Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was resetting and unable to charge a battery pack. Upon evaluation, there was contamination on the battery board and the u13 processor and q1 current controlling transistor were shorted on the bedside board. The cause of the resets and inability to charge a battery pack is the contamination and shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not charging the battery packs.